Event description:
It was reported that at pulse generator interrogation, a -data not read- message displayed, and measured data did not contain any values. An elective replacement indicator (eri) trip in 2009 was noted. The pulse generator would not read the longevity data or give a magnet rate. At the last check four months prior, battery data was 2.6 v and 10.6 kohms. The physician would schedule a device replacement.

Manufacturer narrative:
Final analysis found no output or telemetry due to battery voltage below end-of-life (eol) level. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
No medwatch form was received.

Event description:
The patient had one endeavor resolute rapid exchange (rx) drug-eluting stent implanted to the proximal lad during the index procedure. Approximately 15 months post index procedure, the patient underwent a revascularization to the proximal and distal rca (planned procedure). During revascularization procedure, the patient had one driver rx stent implanted to the proximal rca and one micro-driver rx stent implanted to the distal rca (ref MFR # 2953200-2010-02543). Approximately 16 months post index procedure, the patient was admitted to hospital with hypotension and non-st elevation mi. A gi bleed was also reported to have occurred on the same day. The patient developed hematemesis and was taken for an endoscopy. A CT scan of the abdomen showed necrotizing pancreatitis. The patient became hypotensive and was transferred to the ICU and treated with pressors. A blood transfusion was delivered. The patient was discharged to subacute rehabilitation approximately 6 weeks later. Patient death is reported to have occurred approximately 22 months post index procedure. The cause of death was not reported. The investigator assessed that there was a possible relationship between the event and the study device.